Manufacturer narrative:
Retained testing and batch review were performed by ocd. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity with a patient samples with anti-kell. Customer stated that the antibody screen was positive. Anti-kell was identified during additional testing.